Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that their bite is off. They have difficulty eating. They wear their retainers at night. Their bite feels off, regardless how long the retainers are off. They can visibly see their bite is off. Patient provided bite video. Evaluated video and informed patient to initiate a bite rest period, due to post-open bite. This is the second time, the patient has had bite issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.